Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred; the cannula also appeared bent. The pod was not worn and patient's mother reported a blood glucose level between 300 mg/dl and 400 mg/dl. As treatment, a manual injection of insulin was delivered and a new pod was applied.